Event description:
As reported, during a tapp procedure, when fixating hard tissue using capsure fixation device, the fastener did not eject. When the trigger is subsequently pulled, two fasteners were ejected in a row. It was reported that the loose fasteners were removed from patient's body. The procedure was completed with new device. There was no reported patient injury.

Manufacturer narrative:
As reported, during the procedure while fixating into hard tissue the capsure fixation device ejected two fasteners in a row. A functional evaluation of the returned sample could not be performed as the sample was returned depleted of all fasteners. Inner component evaluation found no manufacturing anomalies. Based on the condition of the returned sample, a definitive conclusion could not be made. However, it is possible that forces applied in use while firing into hard tissue may have caused or contributed to the reported issue. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of IFU states, " insertion of fasteners into some collagenous structures such as ligaments and tendons is possible but is not possible directly into bone or cartilage. This may damage the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.